Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 400s (mg/dl). Customer administered a manual injection to treat their bg level. Reportedly, customer lives in an area that has been affected by flooding, and reported that they have lost their pump supplies due to the flood. Customer stated that they have 200 units in the cartridge on their pump, and have contacted their health care provider to obtain supplies for insulin injections. Tandem technical support sent a package of cartridges and t:90 infusion sets to the customer, and recommended reaching out to their distributor to obtain additional supplies.